Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rxverify was not working. A technical support specialist reviewed medbank myqlink (mql) and identified 6,700 pending transactions, remoted into the system and reset application service provider synchronization (asp); the cabinet then displayed a synchronizing status in the emergency access panel, though requests initially remained pending. In medbank myqlink (mql), cr was listed as the company database, and under cr medbank myqlink (mql), n west shore was observed with no new requests generated. Subsequently, medbank myqlink (mql) completed synchronizing and no pending transactions remained. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 rxverify was not working. The user was attempting to pull oxycodone, and the cabinet prompted for a validation code.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.